Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery back plane printed circuit board (pcb), graphic user interface (gui) pcb and the gui light emitting diode (led). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during a demonstration a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.